Manufacturer narrative:
Company representative evaluated the unit and reseated the spo2 connectors. Unit was calibrated and tested to factory specifications.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No patient injury reported.